Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported "tension, muscle pain in the thorax area and back area and stinging chest pain", "not very satisfied" and "was operated for capsular fibrosis", which indicates capsular contracture grade unknown. This record relates to the right side. The status of device is unknown.